Manufacturer narrative:
The insulin pump passed the displacement test and self test. Insulin pump received with intermittently unresponsive keypad at the "down" and "center" buttons and isolated to the pump casing, keypad. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump buttons were intermittently working. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated all buttons were working now. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.